Event description:
It was reported that during a pelvice relaxation cystole, the stapler would only fire a portion of the staples. A new stapler was used to complete the case. There was no consequence to the pt.